Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, approximately 3 and a half months after implantation of a 29mm sapien xt valve significant central leak (ai) was noted. The sapien xt valve was explanted and a surgical aortic valve was implanted.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, per report, undersizing of the valve contributed to the worsening paravalvular leak. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with report #2015691-2015-02451. (B)(4).

Event description:
Additional information received, per report the worsening pvl was due to the fact that the annulus was too large for the valve.